Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that about 10 days after the implant procedure, the patient experienced an acute aggravation of chronic cardiac failure due to the displacement - as confirmed on chest x-ray - and pacing failure of the left ventricular lead. The lead was repositioned and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.